Event description:
It was reported that the patient received a vibratory alert due to high lead impedance. The device was reprogrammed to rv to can. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.